Manufacturer narrative:
The sl-10 microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. Unreported damage of the unit being returned with the suture entangled around the device positioning unit (dpu) and the introducer sheath was found. Unreported damage of the dpu protruding outside the sheath which was still connected to the coil by the stretch resistance suture was found. Extensive time was required to remove the entangled suture. Unreported damage of the coil¿s socket ring was fractured at the soldered end was found. The coil was dissected out of the sheath which finally was severed form the exposed and stretched suture. It was found that the coil¿s socket ring fracture was ductile in nature requiring external force. No material defects were found. The proximal section of the coil has compression damage. The distal section was undamaged. The v notch has been fractured. The locking mechanism has indentation, compression, and stretching damage. No defects were found to the clear and green section of the introducer sheath except as stated above. No manufacturing defects were found. The complaint of the coil unable to be advanced into the microcatheter cannot be confirmed. Due to severe unreported damage to the microcoil system and without the return of the sl-10 microcatheter and the rhv used in the procedure, the root cause of the coils inability to be introduced into the microcatheter¿s junction cannot be determined. The coil was successfully tested by the end user with the coil advancing outside the distal, tip of the introducer sheath, ¿¿the physician was able to push out the dpu without experiencing an issue¿¿ furthermore, due to the unreported damage of the dpu protruding outside the sheath still attached to the coil by the stretch resistance suture and the fracture of the coil¿s socket ring as this damage (a portion of the damage appears to be part post-procedural in nature) prevented any laboratory testing to duplicate the field complaint. No evidence of introducer sheath damage was found except for the locking mechanism at the proximal section of the sheath. The evidence as received points to the contributing factor to the coils inability to be advanced out of the introducer sheath may have been due to interference by binding action. The primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the following unreported damage of the dpu to protrude outside the sheath, fractured the coil¿s socket ring which caused the coil to only be connected by the stretch resistant suture to the dpu, and produced compression damage to the proximal section of the coil. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the sl-10 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU possibly contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact from the facility reported that the cashmere coil (crc140408-30 / c36945) could not be advanced past the microcatheter hub. The procedure was the coil embolization of a ruptured aneurysm at the a-com. The patient was a male of unknown dob, whose vessels were moderately tortuous but the calcification level was unknown. A chikai (asahi intecc, 0.014"), a cello (covidien (B)(4), 8fr), an excelsior sl-10 (stryker, str-angled), a tri-connector by unspecified manufacturer, and enpower dcb / cable (lots unknown) were used for this procedure. After the 1st coil (cashmere 5mmx12, lot unknown) was withdrawn from the patient without detaching the coil due to the fact that the microcoil was slightly over-sized, the complaint cashmere was chosen next. However, the physician was unable to advance the dpu from the mc hub. The defect with the introducer sheath was suspected, and it was removed from the mc hub and the physician inspected the cashmere by pushing the dpu out from the sheath. The physician was able to push out the dpu without experiencing an issue. After the mc was flushed, the physician re-tried to insert the cashmere. Yet again, it was stuck at the mc hub. Another cashmere (same catalog #) was chosen instead and was successfully inserted. The procedure was successfully completed without further issues or delay. There were no patient injury / complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. At the time of initial contact the complaint product was available for return, but the mc (sl-10) is unavailable for analysis. No further information is available. Analysis of the returned product revealed damage to the coil.